Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 10 mg/dl at the time of the incident. The customer had a compromised force sensor system alarm. The customer claims that they were not advised to disconnect from the pump when they called to troubleshoot for the alarm, and the pump ended up giving them more than half of the insulin in the reservoir. The customer was found by a neighbor and could have gone into cardiac arrest as their blood glucose level was very low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.